Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician replaced analog board and sent device to carefusion for further evaluation. Carefusion certified service technician was unable to verify the customer's reported issue. Analog board passed all testing and met all carefusion manufacturer specifications. The service technician scrapped the analog board.

Event description:
The customer reported model lap top ventilator 1150 displayed transducer faults. At this time, it is unknown if there was any patient involvement associated with the reported issue.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.